Event description:
It was reported that the customer's insulin pump was cracked at the rim of the battery cap. The customer stated that a piece of the insulin pump had fallen off. The customer's blood glucose was 98 mg/dl. The customer stated that the damage may have occurred when his insulin pump fell and hit his toilet. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.